Manufacturer narrative:
Per fse service finding code: cleaned assembly.

Manufacturer narrative:
Correction: sex is unknown. Device available for evaluation: corrected returned to manufacturer date from 11/08/2012 to 11/16/2012. Usage of device: corrected from unknown to reuse. Conclusion: root cause identified in CAPA was found to be premature failure/saturated oil mist filter or vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (04/26/2012 to 10/23/2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from september 2012 through august 2013 and revealed a significant trend which was addressed through CAPA. The trending for problem code human reaction (september 2012 ¿ august 2013) revealed the risk is considered broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode is (B)(4) which is greater than the acceptable limit. A CAPA was opened to address this issue. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) determined the risk is as low as reasonably practicable for exposure to odor or odorants. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 200 oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 200 system; a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 200 system. There is insufficient information as to how troubleshooting was performed. The asp field service engineer no longer works for asp and no follow-ups could be done to inquire about the corrective maintenance. The unit was left in working order. The vacuum pump was returned and tested. An o-ring was missing from one oil fill port and the other was degraded. The o-rings were replaced and the vacuum pump passed a test cycle with no odor. The reason for return of the vacuum pump was not confirmed. Asp will continue to track and trend this issue.

Event description:
A customer called reporting multiple human reactions to an odor emitting from the sterrad 200 system. There were no system cancellations; however, the unit was taken out of service until a field service engineer could assess the unit onsite. It is unknown how many healthcare workers were affected, what the symptoms were, and their current health status. Multiple attempts to gather follow-up information were unsuccessful. This complaint is being reported because the reactions are unknown. In the event asp receives additional information, a supplemental medwatch report will be submitted.